Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, pt discontinued coumadin for 2 days. On (B)(6) 2011, pt's coumadin was increased back to regular dose.